Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been a while since I have responded to the radar broadcast. Since then I have done a lot of inquiries and got info on the hip implants that were implanted in myself in 2005 and 2006. I have read the history of these hip implants extensively and it became clear that everything in the stryker form is / was also applicable to me. I still experience a lot of pain every day, especially at night when lying down. I received a lot of medication for the pain, but I couldn't take it. Today I still have a lot of pain and my night's rest especially suffers greatly. I am now (B)(6) years old and now 13 years in pain that will never go away.

Manufacturer narrative:
Correction: update to implant date. An event regarding pain involving an unknown stryker liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned, it remains implanted. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: no clinical or past medical history are available, and there is no description or confirmation of the symptoms noted in the event description. Since the pain has been present since the surgery and the x-rays and bone scans of the hip appear benign, there is no indication that the pain not related to activity is due to the hip replacements. A spinal source of the symptoms seems more likely. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: no clinical or past medical history are available, and there is no description or confirmation of the symptoms noted in the event description. Since the pain has been present since the surgery and the x-rays and bone scans of the hip appear benign, there is no indication that the pain not related to activity is due to the hip replacements. A spinal source of the symptoms seems more likely. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: unknown 28 +5 head; cat#: unk_jr; lot#: unknown. Unknown trident 46 shell; cat#: unk_jr; lot#: unknown. Unknown osteonics stem 9; cat#: unk_jr; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient emailed the following (translation); it has been a while since I have responded to the radar broadcast. Since then I have done a lot of inquiries and got info on the hip implants that were implanted in myself in 2005 and 2006. I have read the history of these hip implants extensively and it became clear that everything in the stryker form is / was also applicable to me. I still experience a lot of pain every day, especially at night when lying down. I received a lot of medication for the pain, but I couldn't take it. Today I still have a lot of pain and my night's rest especially suffers greatly. I am now 80 years old and now 13 years in pain that will never go away.